Event description:
It was reported that the ventilator's measured peep value was higher than the set value. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The control cable and the inspiratory pressure transducer were replaced. The performed pre-use check passed the test after the replacement and no abnormal was found during ventilation. The ventilator is in working condition. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. No parts were returned for investigation. Therefore the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).